Event description:
It was reported that there was a lead alert on the right ventricular lead for high impedance. The lead also had a fracture. During the explant of the lead, the tricuspid valve was damaged. The patient was to be evaluated for a tricuspid valve repair/replacement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the partial lead was returned in segments and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and analysis is pending. Concomitant product: d314drg ICD, (B)(6) 2013. (B)(4).